Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 which resolved the issue.

Event description:
It was reported the patient experienced difficulty recharging his scs system and as a result he stopped charging it months ago. Reportedly, the ipg is inoperable at this time. Surgical intervention may be undertaken as the next course of action.